Event description:
It was reported via repair work order that there was fluid intrusion to the mattress. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Replaced mattress cover.